Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. The device was received for evaluation. The device has been in before for repair related to the customer stated problem. Previously due to liquid damage, the sensor for cassette detection was defective. Visual and functional tests were performed. The customer's reported problem was confirmed. The latch lock (flex circuit sensor) was found to be defective causing the cassette to not be detected. The cause of the primary problem was fluid ingression, which damaged the main board. The customer received an estimate for repair and the repair will be conducted once the estimate is accepted.

Event description:
It was reported that: "cassette sensor defective". There was unknown patient involvement.